Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As a result, an alternate device was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the printed circuit interface (pci) bus interface cable and performed release testing. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.